Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was resistance with the vizigo sheath while going transseptal. The sheath was removed from the body, and they noticed there were holes on the tip of the sheath. The reporter stated the wire and dilator were bent by being pushed into side hole of the sheath. Once the sheath was removed from the body, one of the distal side holes of the sheath appeared to be stretched/deformed as if something was forced through it. There was slight bending around the side hole. The sheath was replaced, and the procedure was continued. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed a big bent on the dilator, and the soft tip was observed deformed. A microscopic examination was performed to review the tip in detail, and it was observed that the dilator was exiting the irrigation hole of the device. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Finally, the guide wire was not returned for analysis. Due to this condition, further investigation was not possible to be performed on the guidewire. A manufacturing record evaluation was performed for the finished device number lot 00002768 and no internal action related to the complaint was found during the review. The dilator issue reported by the customer was confirmed. The potential cause of the damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and the damage on the dilator. The dislodgment issue identified during the analysis is unrelated to the event described by the customer. The instructions for use contain (IFU) the following warning and precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Before inserting the device into the patient, pre-assemble the steerable sheath and dilator. During insertion, always use the stylet to facilitate needle passage through the dilator sheath assembly. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Investigation findings code of appropriate term/code not available (c22) and h 6. Investigation conclusions code of appropriate term/code not available (d17) represents unable to analyze further. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was resistance with the vizigo sheath while going transseptal. The sheath was removed from the body, and they noticed there were holes on the tip of the sheath. The reporter stated the wire and dilator were bent by being pushed into side hole of the sheath. Once the sheath was removed from the body, one of the distal side holes of the sheath appeared to be stretched/deformed as if something was forced through it. There was slight bending around the side hole. The sheath was replaced, and the procedure was continued. No adverse patient consequence was reported. The dilator and guidewire damage were assessed as non MDR reportable. The risk of patient harm is considered remote. The resistance while going transseptal and holes on the sheath were assessed as MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).